Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the 1st diagonal and one resolute onyx des was implanted in the lcma. Another resolute onyx des was also implanted. Approximately 32 months post index procedure, patient suffered from ventricular tachycardia and died. Event was treated with medication, CPR and ICD fired shock. Death was classified as sudden cardiac death. Investigator and safety assessed that the event was not related to index device or antiplatelets medication.